Event description:
Healthcare professional reported during an injection, one syringe of juvéderm® ultra xc "exploded.¿ no injury to the patient or injector occurred.

Manufacturer narrative:
Device analysis: visual analysis of the device indicates 1 empty syringe of 1.0ml received in an opened tray without cap but with one needle. No defect observed.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported during an injection, one syringe of juvéderm® ultra xc "exploded¿. No injury to the patient or injector occurred.